Manufacturer narrative:
Concomitant medical products: 419688 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert (lia) for multiple high rate non-sustained episodes and elevated sensing integrity counter (sic). The lead is still in use. No patient complications have been reported as a result of this event.